Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sales representative reported that the customer wanted the connector tubes be replaced due to connectivity issue. There is no patient involvement on this reported event. No user injury reported.

Event description:
Additional information was received from the reporting person regarding the reported event (connectivity issue): the metal connecting tube part was coming off easily.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporting person and to provide additional information based on the legal manufacturer's final investigation. H4 device manufacturer date: date of manufacture cannot be determined since the lot number was not provided. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the root cause of the reported issue could not be identified. However, it is likely that external load was applied to the connecting tube, making it impossible to connect. An external load may be caused by the user hitting a hard object or applying force in the wrong direction. Olympus will continue to monitor field performance for this device.